Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following implant of this 31mm annuloplasty band, this band was explanted and replaced with a 29mm band. No failure mode and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this annuloplasty band in the mitral position was replaced after the repair failed due to severe regurgitation. The physician confirmed that there were no patient complications resulting from this procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.